Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead, remote transmission data showed atrial under sensing. Does not appear to influence device behavior. The ra lead remains in use. No patient complications have been reported as a result of this event.